Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a ¿high¿ blood glucose (bg) level and trace ketones. Cause was unknown, and a specific bg value was not provided. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.